Event description:
It was reported that the drill continued to run without the trigger being pulled during a lumbar laminectomy procedure. The account had a back up on hand to complete the procedure with no delay. There were no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.